Event description:
It was reported that during a laparoscopic supracervical hysterectomy, the tissue pad came loose, but did not fall off. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 10/30/2008. Eval summary: the analysis results found that the device was returned with the tissue pad melted and partially detached. Based on the condition of the tissue pad, it appears possible that the clamp of the device may have been closed and the instrument activated without tissue present. This damage occurs when the instrument is activated without tissue present. Our instruction insert states: "care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. This can result in possible damage to the instrument." Both conditions may cause a system failure signaled by a continuous beep when either of the foot pedals is depressed and keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.